Event description:
It was reported that this pacemaker exhibited farfield oversensing during implant and was experiencing low p waves due to patient anatomy. The device remains in service. No adverse patient effects were reported.